Event description:
It was reported that the patient was experiencing difficulties in charging their implantable pulse generator (ipg) following their previous surgery (MFR no. 3006630150-2025-08673). The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.